Event description:
The customer reported that the ortho provue analyzer resulted a pt's sample as negative during antibody screen testing. The sample reacted weakly positive (1+) in manual gel test using the same lots of reagent cells and gel cards. Anti-e was identified. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive cause was determined. An ocd field engineer arrived at the site and replaced the reader camera, adjusted the brightness setting and performed add'l repairs to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (6).